Manufacturer narrative:
Block h6: device code a0414 captures the reportable event of torn mesh.

Event description:
It was reported during a sacrocolpopexy procedure, an upsylon y-mesh was used. When the mesh was grasped with the needle driver and inserted into the patient, it tore. The procedure was completed with another of the same device and no complications were reported for the patient.

Manufacturer narrative:
Block h6: device code a0414 captures the reportable event of torn mesh. Block h11: upon receipt at our quality assurance laboratory, this upsylon y-mesh underwent a thorough analysis. Visual inspection found that the mesh was torn. Based on the information available and analysis results, the reported allegation of the mesh torn material was confirmed through product analysis. A conclusion code of adverse event related to procedure was assigned to this investigation since it is likely that procedural conditions, such as user handling technique during placement of the mesh, resulted in the tearing of the mesh, indicates that the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported during a sacrocolpopexy procedure, an upsylon y-mesh was used. When the mesh was grasped with the needle driver and inserted into the patient, it tore. The procedure was completed with another of the same device and no complications were reported for the patient.